Event description:
According to the initial information received, the patient had a moderate-sized, secundum atrial septal defect (asd) that measured 17-18mm using static echo and 21mm using a sizing balloon. On (B)(6) 2012, a 22mm amplatzer septal occluder (aso) was advanced, but never deployed because it failed to capture the anterior rim. The 22mm aso was retracted and a 26mm aso was deployed with good capture. Push-pull maneuvers revealed the 26mm aso was stable. Also, a small, distinct 1mm fenestration was observed at the posterior/inferior edge with a left-to-right shunt. The 26mm aso was released and no shunting was observed around the device. On the afternoon of (B)(6) 2012, a follow-up echo revealed the 26mm aso had embolized into the left ventricle. The patient returned to the catheterization lab where an attempt was made to percutaneously snare the device; using a 30mm amplatz gooseneck snare and a 14f mullins sheath, the snare was advanced but was unable to snare the screw-hub. Instead, the patient was referred for surgery where the 26mm aso was surgically removed, the defect was re-sized (30-35mm) and the defect was surgically repaired.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images have not been provided. The cause of the embolization remains unknown.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Despite numerous requests, the results of this investigation remain inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.